Manufacturer narrative:
The tech found this was caused by normal wear and tear. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brakes were not holding. The bed was located at the hill-rom rental svc ctr. There was no pt/user injury reported. (B)(4).